Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that baseplate inserter rod and glenosphere extractor tip became cross threaded and stripped the threads. The product was returned to depuy synthes for evaluation. Visual inspection revealed the threaded tip stripped from the baseplate inserter rod. Device exhibits signs of usage. Potential cause can be attributed to unintended use error, as this type of damage can be attributed to repeated slightly off-axis assembly and over tightening. Properly handling and attention to the approved use of the device diminishes the risk of failure. However, based on the age of the device (around 17 years) and repetitive use during that time, damage observed can be related to an end of life problem. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using the glenosphere extractor tip as the mating device. Functional test revealed devices couldn't correctly assemble due to the damage observed on both threaded surfaces. Potential cause can be traced to a component failure as condition may happen as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that baseplate inserter rod and glenosphere extractor tip became cross threaded and stripped the threads.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Added: b5.

Event description:
Additional information was received: a. Was there a surgical delay? What is the duration of the delay? No. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? No.